Event description:
It was later reported that the patient was supposed to have a routine replacement, but ¿everything went wrong. 3 days after the operation, ¿something wasn¿t connected¿. For the next couple of months, the therapy worked on and off and, 8 months later, the healthcare provider (hcp) replaced the catheter.

Event description:
It was reported this patient's pump was replaced on (B)(6) 2013. The following day the patient reported having 'lots of problems and doesn't think the pump's working.' The patient had spasms. The new pump was rinsed three times with 2 milliliters (ml) of the drug prior to putting the drug in the pump and the pump was primed of .3 ml as well. No bridge bolus was done as the physician had noted that the same drug solution was used with the patient's previous pump. This device system was used to deliver clonidine, bupivacaine, baclofen, and morphine. However, morphine, the secondary drug, had not been listed on the patient's pump prior. The concentration, drug and doses were reported to be programmed correctly. It was later reported that the patient was brought back to surgery because the withdrawal symptoms persisted. The catheter was found to be kinked inside the pocket. The patient was noted to be doing well and received effective therapy.

Manufacturer narrative:
Product ID 8709, lot# j11273r62, implanted: (B)(6) 2002, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)